Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic concerned that there was a possible pocket issue. The patient apparently poked a needle into the pocket area at home to see if there was puss and drained fluid. In the clinic it was confirmed that there was an abscess at the implantable pulse generator (ipg) pocket. The patient was given antibiotics and the system was removed and will be replaced later. No further patient complications have been reported as a result of this event.